Manufacturer narrative:
The received pod was not deployed. Pod download data revealed that the first priming sequence ended early due to rotational sensor malfunction. Discontinuity was observed in the rotational sensor data.during the second priming, an 0x41(65) hazard alarm was generated indicating rotational sensor maximum summed error table. Generation of hazard alarm deactivated the pod without deploying needle. During investigation, discontinued horizontal score marks were observed on the commutator cap.this indicated a poor continuity between the commutator cap and rotational sensor springs, causing the rotational sensor malfunction. No damages were observed on rotational sensor springs and commutator cap that would contribute to poor continuity between commutator cap and rotational sensors.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore, you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.